Manufacturer narrative:
PMA/510(k) # k142688. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The doctor removed the fluid from the cyst by draining it with an echo-hd-3-20-c. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. 1. Are images of the device or procedure available? No. 2. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? No kink. 3. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No. Please specify if yes. 4. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? N/a. 5. If the device is a procore needle, is the device damage located at the notch / core trap? N/a, yes, no. If no, please specify where the damage is located: _____________________ 6. Was gaining access to the target site difficult? No. 7. Was the device used in a tortuous position? No. 8. Was puncture of the target site difficult? No. 9. Please describe the anatomical location of the intended target site ( stomach). A. If the lungs, which lymph node was being targeted? E.g. 4r, 11r, 12l etc. 10. Please describe the size of the intended target site. 11. If not with the device in question, how was the procedure performed and/or finished?used a procore 20g to finish. 12. Was the device damaged in packaging prior to removal? No. 13. Was the device damaged on removal from packaging? No. 14. Was force required to remove the device? No. 15. Did the patient require any additional procedures as a result of this event? No. 16. What intervention (if any) was required? Cyst drainage. 17. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? Same procedure. 18. Were any other defects observed on the device prior to return (e.g. Kinks, bends, breaks etc.)? No. 19. If yes, please specify what was observed and where on the device it was observed. 20. What is the scope manufacturer and model number that was used? Echoendoscope olympus gf uct 180. 21. Was resistance felt while inserting the device through the scope? No 22. Was the scope recently serviced / repaired? Don¿t have this information. 23. When was the issued with the product noted? On advancement of the needle 24. Was the syringe used during the procedure, after the stylet was removed? No. 25. Was difficulty experienced while retracting the needle? No. 26. Was it possible to fully retract the needle into the sheath before removing the device from the patient? , no impossible to take the needle out from it sheath. 27. Was the endoscope in a flexed or twisted position at any time during the procedure? Yes but not too much. 28. Was the stylet partially removed when advancing the needle into the target site? No. 29. How many samples were obtained (passes completed) with this needle? Zero 30. Did any section of the device detach inside the patient? No if yes, please specify:. 31. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? No. 32. Was there difficulty in attaching or detaching the device to the accessory channel port on the scope? No. 33. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? N/a, yes, no. 34. If an ebus procedure did the needle tip hit the cartilage rings of the trachea?

Event description:
Supplemental follow-up report is being submitted due to the complaint form received on the 22-mar-2022, updated event description below and the completion of the investigation and an update to the investigation conclusions on the 08-apr-2022. The doctor wanted to remove the fluid from the cyst by draining it with an echo-19; it seems to him that teh needle diameter was small for a 19g but when it placed the echoedodscope in front of the cyst, the shath of the needle appeared without problem but impossible to take the needle out. The doctor specifies that the endoscope was not so much bended. He removed the needle out from the endoscope and and the needle came out form the sheath. He tred again and placed the endoscope into the stomach in a staight position, but same problem appeared, impossible to take the needle out from it sheath. They finished the procedure by taking a new needle reference: echo-hd-3-20-c. The docotor didn't understand what happened and doen't exclude the positioning of the echoendoscope. The echo-hd-3-20-c is off label for this procedure but the doctor didn't have any echo-19 more. That's teh reason why he decided to use this needle with success.

Manufacturer narrative:
PMA/510(k) # k142688. Device evaluation the complaint device was not returned therefore a document based review will be performed. Document review including IFU review prior to distribution, all echo-hd-3-20-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. As the lot number is unknown a review of manufacturing records could not be performed. The notes section of the instructions for use, ifu0077-4, which accompanies this device instructs the user to inspect the device prior to use : "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". Also, ¿intended use: this device is used with an ultrasound for fine needle biopsy, (fnb), of submucosal lesions, mediastinal masses, lymph nodes and intraperitoneal masses within or adjacent to the gastrointestinal tract".¿ there is evidence to suggest that the customer did not follow the instructions for use in relation to intended use (ifu0077-4 ). Image review: n/a. Root cause review. A definitive root cause for the customer complaint could be attributed to user error. The echo-hd-3-20-c device is intended for fine needle biopsy but it has been confirmed that it was used for cyst drainage. Summary. Complaint is confirmed based on the customer's testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.